Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when disconnecting the syringe from the line and attempting to flush the stopper was jammed with a bd posiflush¿ xs pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter: patient¿s daughter reports that she had a faulty posiflush when disconnecting the patient from their pn infusion. The flush would not infuse, and the daughter thought the line was blocked due to the resistance. When the daughter removed syringe from the line she attempted to flush but the black plunger was stuck within the syringe. Daughter said she will use another posiflush to ensure patency of the line. Half of the original posiflush used so will only use half of the next as per prescription.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 0111366 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, the physical sample was returned for evaluation by our quality engineer team. The returned sample was examined and the plunger was pressed downwards. No signs of plunger movement difficulty were detected. Based on the investigation results, an exact cause for this reported incident could not be determined.

Event description:
It was reported that when disconnecting the syringe from the line and attempting to flush the stopper was jammed with a bd posiflush¿ xs pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter: patient¿s daughter reports that she had a faulty posiflush when disconnecting the patient from their pn infusion. The flush would not infuse, and the daughter thought the line was blocked due to the resistance. When the daughter removed syringe from the line she attempted to flush but the black plunger was stuck within the syringe. Daughter said she will use another posiflush to ensure patency of the line. Half of the original posiflush used so will only use half of the next as per prescription.